Event description:
As reported by the field clinical specialist, during a transcatheter aortic valve replacement procedure by right transfemoral approach, successful pre-bav was performed with a 20mm true dilation balloon. A 23mm sapien 3 ultra resilia valve +2cc's was inflated almost all the way before balloon rupture was noted by physician. It was noted on angio and with release of tension in the atrion. The atrion pulled negative and filled with blood. The 23mm commander delivery system was removed with the 14f esheath+ as a unit. There was no difficulty withdrawing the delivery system. A new esheath was advanced and the valve was assessed via angiography and echo to determine stability in the annulus. Trace pvl was noted with no invasive gradient, and the 23mm sapien 3 ultra resilia valve was stable. The balloon was noted to have a radial tear with complete separation when removed from the body. The physician requested to assess the tear on the back table post procedure. The physician tore part of the balloon off during his assessment. There was no patient injury. Per pre-decontamination observation, the distal tip of the sheath is split.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated section h6. Type of investigation, findings, and conclusions. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The returned device was visually examined, and the following was observed: liner is fully expanded and distal tip is opened as designed. Distal tip is split. Scratches along the entire length of sheath shaft. Provided post-procedural device imagery was reviewed, revealing inflation balloon bunching at the sheath tip and a split in the sheath distal tip. Provided 3mensio was reviewed, revealing calcification in the patient's access vessels and near femoral bifurcation. Tortuosity was observed in the patient's access vessels. The complaint for sheath distal tip split was confirmed per returned product evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Evaluation of the returned device and imagery revealed presence of a sheath distal tip. It is likely that the sheath distal tip sustained damage during system removal. Retrieving a system with an altered balloon profile, such as the burst balloon, could cause it to catch on the tip, leading to the observed sheath distal tip split. Additionally, review of the provided 3mensio revealed calcification in the patient's access vessels and near femoral bifurcation and tortuosity in the patient's access vessels. Calcification and tortuosity can subject the sheath to suboptimal angles during insertion, advancement, and/or withdrawal that can lead to non-coaxial alignment and increase interactions between the devices and access vessel, potentially leading to the observed split tip. In addition, sharp nodules of calcification can damage the sheath tip or shaft through direct contact. As such, available information suggests that procedural factors (withdrawal of altered balloon profile) and/or patient factors (calcification, tortuosity) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.